Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump would not rewind. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 66 mg/dl; treated by eating a banana. The customer was instructed to suspend and unsuspended the insulin pump and was able to rewind. He then reported that insulin squirted out during manual prime. Blood glucose value at the time was 346 mg/dl. Most recent blood glucose reading was 303 mg/dl. The customer stated he was going into the doctor's office for assistance. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime/fill anomaly noted during testing. The insulin pump functioned properly. All buttons functioned properly during testing. No damage on keypad traces noted during visual inspection. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The lcd connector was inspected and no anomaly was noted.